Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose level was 500 mg/dl. Date and time of hospitalization was not recorded. The customer's mother stated that the doctor is trying to get the configurations for the customers pump so they can send her home. The doctor found that the cannula was kinked when removed from the patient's body. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.